Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported the patient hadn't used their ins system in years and they were trying to turn the ins system off over the weekend but were unable to do so. It was reported that when they attempted to use recharger and pt programmer with pt's system they could not communicate with ins this past weekend, getting "?" On pt programmer and not getting a normal recharging screen on insr. Additional information was received from the patient. It was reported that the implant was not properly placed in the beginning. The patient's husband got tired of it not waking. They said the doctor never rechecked placement. The patient's new pain management will replace device. The surgery is scheduled (B)(6) 2024 to remove old implant and have new one inserted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.